Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products that was involved in the procedure and is related to mfg #9610978-2007-00070.

Event description:
The pt had class three type c lesions. Balloon ruptured before it advanced to its atmosphere pressure. No add'l info is available. Please note that multiple attempts to acquire add'l pt and procedural info have been made and have been unsuccessful.